Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient has been on impella 5.5 support for 38 days (sn (B)(6), ic3638). During rounds today, aortic pressure (aop) reading was 49/34 with map 41, while arterial line blood pressure was 78/66 with map 70. Patient observed sitting in chair and otherwise stable. Medical team is not concerned and no adjustment to placement signal is required. Support will continue while awaiting heart transplant or left ventricular assist device (lvad). Additional information indicated that patient underwent heart transplant on 10/9. Intraoperatively, surgical team discovered thrombi in the aorta surrounding the impella device, necessitating an extended procedure for clot removal. Concern raised for potential post-operative stroke. Patient successfully received new heart. Post-operative CT scan was negative for stroke. Patient remains intubated, and full neurological assessment is not yet possible.

Manufacturer narrative:
Optical signal issue: it was stated that on the 19th, the ps was seen to be lower than the patients arterial pressure line. The data logs show a stable pump run throughout support, but from the start of the case to around the 12th of september, the ps can be seen gradually getting lower with starting pressures of about 80mmhg to approximately 50mmhg. It remains at 50mmhg through the case though, with no distinct pattern of a sensor wear issue. During this time, the 5s is within specification, but snr can be seen to be slightly noisy and there was suction triggering. The suction appears to be falsely triggering due to the ps values as minimum motor current values remain within specification. The pump was returned cut and unable to be tested. Without true knowledge into what was occurring clinically, and the pump unable to be tested, the root cause of the optical signal issue cannot be determined. Thrombosis: the pump was returned cut. No thrombus was noted on the inlet or outlet cage. In order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Impella 609219 passed all post sterile inspection checks.